Event description:
It was reported to philips that the system failed to start up correctly due to an active button. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) spoke with the customer and inspected the system remotely. Analysis of the system log files found an "injector switch is active at startup" error. It was determined that the user control was active at start-up and this caused the start-up failure. The rse directed the customer to check the hand switch and footswitch. It was found that the hand switch button had not released. The customer released the hand switch button which resolved the issue. After the hand switch was repaired, the system was functioning as intended and was returned to use in good working order. The codes were updated based on the investigation outcome.